Manufacturer narrative:
E1: patient city: (B)(6). H 11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event where the infusion set cannula separated in half. The set was inserted in the abdomen for three days. The cannula was fractured when patient pulled it out. No further information available.